Event description:
Medtronic surgical navigation system being used for lumbar surgery. Noted that the incision was made too high. CT image 2 should have been the image chosen to be displayed on the surgeon's monitor to guide the procedure's navigation and plotting of the surgical incision. The skin and fascial incisions were closed and new incision made. Medtronic surgical navigation systems for spinal surgery (s7 and s8). The s8 automatically displays the newest image on top while the s7 displays the newest image on the bottom. This was felt to be a contributing factor in this event. Intended procedure completed as planned.